Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act or up button of the insulin pump was sticking. Customer stated that the insulin pump had three long cracks in casing near reservoir and screen, failed battery test and rejected new room temperature batteries as well as whirring noise when the backlight is on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners and cracked reservoir tube lip noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No failed battery test were noted. (B)(4).